Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -12.0/+2.5/092 diopter, into the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged with a smaller lens due to excessive vaulting. The problem was resolved.

Manufacturer narrative:
Device evaluation: the lens was returned dry, in a micro centrifuge vial. There was clear surgical residue/debris on product. Visual inspection found no visible damage to the lens and foreign material on lens surface (clear residue on lens). (B)(4).